Manufacturer narrative:
(B)(4). Four used devices were returned for evaluation. Visual inspection, pressure testing, and functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one one-link needlefree IV connector began clotting during a blood draw via vacutainer. The report stated that the resistance was observed inside of the one-link device during the procedure. This event was noted during patient use, though no patient injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.